Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer treated with insulin and indicated that their high blood glucose was due to eating too much food. Customer indicated of having issues with their transmitter and troubleshooting advised how to properly calibrate. Customer indicated that they will call back in the morning to discuss the issue further. Customer provided no further details and no further assistance was necessary.